Event description:
On september 13, 2024, a reporter for the lay user/patient contacted lifescan (lfs) united states, alleging that the patient¿s onetouch ultra2 meter would not power on. The complaint was classified based on the customer care agent (cca) documentation. The reporter indicated that the alleged power issue began around (B)(6) 2024. The patient manages their diabetes with oral medication, diet and exercise. The reporter claimed the patient continued to follow their usual diabetes management routine in response to the alleged issue. The reporter indicated that 1 day prior to the start of the alleged issue, the patient began to develop symptoms of ¿weakness in legs, dizziness and vomiting¿. However, 2 days after the start of the alleged issue the patient¿s symptoms worsened. The reporter claimed the patient was taken to the hospital where they were treated with 2 doses of insulin (type/amount not reported) and the patient felt better afterwards. The reporter claimed the patient obtained a blood glucose result of ¿128 mg/dl¿ on the doctor¿s meter after receiving the treatment. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time and there was no indication of misuse of the device. The cca confirmed the correct test strips were being used for testing. The cca noted the meter would power on manually when the power button was pressed and when a new test strip was inserted. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute high blood glucose excursion after the alleged issue began. The subject meter could not be ruled out as a cause or contributor to the event.